Event description:
It was reported that during an unspecified interventional procedure, the stent moved on the catheter. The 70% lesion was located in the heavily calcified celiac artery. The 7 x 9 x 150cm express biliary sd stent came off of the balloon of the stent delivery system (sds) prior to placement and "migrated backward down the catheter". The physician was unable to withdraw the stent back into the sheath and opted to "balloon" the stent to the wall of the iliac. The procedure was completed with a different device. No further complications were reported. The patient's condition was reported as "fine". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the stent was implanted and the sds device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.